Manufacturer narrative:
The technician found the cover over the siderail latch was bent which prevented the siderail from latching. The technician straightened the bent latch cover to repair the bed.

Event description:
Information received indicates the left head siderail will not latch.